Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was 580 mg/dl, at the time of incident it was 482 mg/dl. The current blood glucose is 322 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. It was also reported that the while on drip customer's blood glucose fell to 36 mg/dl and then woke up on tuesday with 472 mg/dl. The insulin pump will not be returned for analysis.